Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer current blood glucose level was 28 mg/dl. The customer declined troubleshooting for low blood glucose. Customer reported loss of communication between insulin pump and transmitter. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.